Manufacturer narrative:
The serial number of the analyzer was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable triglycerides result with a patient sample tested on the cobas 8000 c702 module. The initial result was 9 mg/dl. The same result was obtained during a repeat on another c702 instrument. Interference is suspected in the patient sample due to the patient's omega-3 supplement intake.